Manufacturer narrative:
The device was not returned to zoll medical corporation. The customer indicated the issue resolved itself, and the device is working fine now. This claim is closed as no sample was returned- customer resolved. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during functional testing, the device did not detect the attached electrode pads. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
This device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.